Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was unable to perform cine, and had a cine error. There is no report of death or serious injury associated with the complaint.